Event description:
It was reported that a minicap extended life pd transfer set leaked with the twist clamp closed. The event was further described as ¿transfer clamp was closed completely but still leaking¿. This occurred during use of the device for peritoneal dialysis (pd) therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A2: the patient was born in 1956. H10: the actual device was returned for evaluation along with photographs of the sample. The photographs were visually inspected and iodine staining was present around the main body of the transfer set. The actual sample was visually inspected which identified a damaged female connector. The device was functionally leak tested which identified a leak from the female connector due to the damage; clear passage and clamp function testing was performed with no issues noted. The reported leak condition was verified. The cause of the damaged female connector was due to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.